Manufacturer narrative:
No devices were returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the surgeon does not like the gen 3 clamps. The surgeon tried the talland short versions during the case, but was unable to get the clamps around the spinous process. The surgeon ended up attaching with only a fwe of the teeth engaged. There was a 5-7 minute delay in the procedure and no impact on patient outcome.